Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the device cautions that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient's strata ii valve was set at pressure-level 0.5. A couple of months later the patient returned with hydrocephalus symptoms. It was found that her valve was at pressure-level 1.5. The valve was reprogrammed to 0.5 and she was sent home. A few weeks later on (B)(6) 2014 she returned with symptoms once again. It was found that her valve was at pressure-level 1.5 again. The valve was readjusted to pressure-level 0.5. It was also reported that the patient wears noise-cancelling headphones that come within less than an inch of the valve implant site. There was no patient injury or impact related to events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.